Manufacturer narrative:
(B)(4).

Event description:
It was reported multiple nonsustained right ventricular oversensing episodes were observed due to post-paced t-wave oversensing. Non-sustained lead noise could be reproduced by arm movements. The right ventricular lead was capped and replaced. There are no more instances of oversensing. No procedure was done to the device. The patient condition is stable.